Manufacturer narrative:
It was reported that the patient has a scar tissue. A procedure is planned to perform synovectomy to remove a scar tissue and to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a scar tissue. A procedure is planned to perform synovectomy to remove a scar tissue and to exchange the poly insert.